Manufacturer narrative:
A patient's ipg was approaching end of life was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was approaching end of life (eol). Session report confirmed battery status was <2.73v. It was noted that the patient primarily used tonic settings and ran stimulation 24/7. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.